Event description:
The patient was implanted with a scs system on (B) (6) 2009. The patient reportedly experienced stimulation in the wrong location. During a procedure on (B) (6) 2009 to reposition the leads, it was noted by the physician that the leads came out of the ipg header with little force and there was a lot of blood in both of the ipg headers. The physician reportedly decided to replace both the leads and the ipg. The explanted ipg was returned for evaluation. The leads were returned but were cut up during the explant procedure.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.